Event description:
A pt was burned during lightsheer treatment to the neck and had itching and pigment change (white welts). Staff member tested the system on herself and was also burned in sporadic areas on the legs where she treated herself, she was also itching. The pt was treated 2006 and staff member was treated on the 11th day. Both individuals were prescribed prescription medications by dr. As medical intervention for the burns; the pt was prescribed vanos and ointment and pandel (both are prescription topicals). Staff member was prescribed vanos ointment and a single kenalog injection (both prescription). There were 2 other pt's treated between 2006 and the 11th day and these individuals reported no problems. Recommended to suspend use of the lightsheer pending service. Customer does not have a service contract and customer would need to accept charges for the service; lumenis service provided customer with the billing details.

Manufacturer narrative:
H3: customer was recommended by lumenis to obtain service evaluation for lightsheer and customer declined the service. Lumenis made 3 requests for the full treatment parameters and the customer provided only partial parameters. The fluence used for the pt treatment was not provided. The physician reported on 6/8/2006 that the incidents were caused by the system pulse duration being set to 30 ms rather than to 100 ms. The customer stated that because the pulse width was the root cause of the incident and that there was no problem with the device, the customer determined that no depot service of the lightsheer system is required. Root cause: it appears that a pulse width that was inappropriate for the treated skin type is the root cause of the incidents. Without further info from the customer, no further conclusion can be drawn.